Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed by CT scan and mammography. The device has been explanted and replaced with a non allergan device. This relates to the left side.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on posterior, yellow particles in the shell, wear abrasion, crease fold and weight within specifications. A visual and micro analysis was performed which identified: sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch/ shell bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported rupture confirmed by CT scan and mammography. The device has been explanted and replaced with a non allergan device. This relates to the left side.